Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation cannot be determined. The reported dyspnea, recurrent mitral regurgitation (mr), and tissue injury appears to be cascading effects of incomplete coaptation. The reported effect of dyspnea, mr, and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapsed leaflets, and a posterior flail. Two clips were successfully implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Transesophageal echocardiogram (tee) was performed and showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. It was noted the slda may have caused tissue damage to one of the leaflets. No additional information was provided.